Manufacturer narrative:
Additional information b5, h6. D10, h3, h6, h10. H3 device evaluation. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified no damage or irregularities that would impact cuff function. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis of the balloon identified no damage or irregularities that would impact balloon function. The balloon was not functionally tested because the pressure specification is unknown. The pump component was visually inspected, microscopically examined, functionally tested, and tested for leaks. Analysis of the control pump identified no damage or irregularities that would impact pump function. The control pump passed all functional tests. A product malfunction was not confirmed through analysis.

Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2008, removed as it had not worked for several months due to a reduced filling of the system and the patient was incontinent again.

Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2008, removed as it had not worked for several months and the patient was incontinent again.

Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified no damage or irregularities that would impact cuff function. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis of the balloon identified no damage or irregularities that would impact balloon function. The balloon was not functionally tested because the pressure specification is unknown. The pump component was visually inspected, microscopically examined, functionally tested, and tested for leaks. Analysis of the control pump identified no damage or irregularities that would impact pump function. The control pump passed all functional tests. A product malfunction was not confirmed through analysis.

Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2008, removed as it had not worked for several months and the patient was incontinent again.